Event description:
Acct reports that one of the ports "broke off easily". Acct states the port that broke off was one of the side ports, (not the port with the luer lock). States medical intervention did occur. States they did not notice that the port was cracked, and they continued to give the pt medication to reduce the pt's blood pressure and couldn't figure out why the blood pressure was not coming down. They switched to a different medication and it was then that they realized that the port was cracked and broke off.